Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. A complaint history review has not identified additional complaints for this serial number on file. Unit shipped new to customer on (B)(4) 2013. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an ankle arthroscopy using a saw, powered, and accessories, that three different hand pieces would not plug into this shaver box correctly. It was also reported that there was a delay from 5-15 minutes. The procedure was completed successfully with a competitor's system. There were no reported patient injuries or complications. (B)(4).